Manufacturer narrative:
The used device is not available for investigation at this time. A review of the device history record is pending.

Event description:
A leak was reported at the filter on the taxol line with a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. A 50 cent sized amount of pembrolizumab leaked onto the sterile drape. The rn stopped the b line upon noticing fluid on the drape. The a line was flushed with 20 ml and showed no leakage. The rn then replaced the filter line and reattached the b line to allow administration of the remaining drug. Some volume of pembrolizumab was lost. No batch numbers or photos were obtained at the time. The replacement line was a spare from the storeroom and is presumed to be from the same batch. There was no exposure patient exposure; the patient only reported feeling cold when the filtered line contacted their skin, which alerted the rn to the leak approximately halfway through the infusion. Chemotherapy was in progress when the issue was identified. One unit was affected. There was patient involvement, but no harm was reported.